Event description:
This notification was opened for review due to the manufacturer being contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the device evaluation, no evidence of foam was found. However, the error log history was reviewed and an error code related to the battery's inability to operate the system was found. This error may impact therapy.